Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the exposed outer coil at the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2023. The patient had no adverse consequences.